Event description:
Reported due to perforation. Physician attempted arteriotomy closure with the closer s device after a diagnostic procedure. The procedure was performed via the right femoral artery. The catheterization was performed in order to obtain clearance for an unspecified surgical procedure. Fluoroscopy was performed prior to the procedure and revealed a "normal" vessel. Upon closure of the arteriotomy, a "small" anterior vessel perforation was noted via angiogram. Compression was immediately applied. The perforation was sealed and the pt was discharged to home. Although requested, no additional info was provided.